Event description:
Proceed surgical mesh was put in me to fix a hernia and the mesh is causing pain and discomfort around the site and swelling pain in lower stomach and hole area of mesh and may be having bowel problems.